Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. Device passed the dat at 0.0868 inches.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level 480 mg/dl. Customer¿s current blood glucose level was 299 mg/dl customer had symptoms such as light headed and dizzy. Customer was treated with manual injection. There was no air bubble or leak. Customer was alleging for under delivering due to high blood glucose level. The insulin pump will be returned for analysis.